Manufacturer narrative:
On 11-jan-2022, the biosense webster inc. (Bwi) product analysis lab (pal) received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 14-jan-2022, bwi received additional information about the patient and event. It was reported the patient was a 79-year-old-male, weighing 70 kg. The adverse event was discovered during use of biosense webster products, after ablation. Physician¿s opinion on the cause of this adverse event is that it was not a bwi product malfunction. Patient outcome from the adverse event was reported as improved. A smartablate generator was used during the procedure. A transseptal puncture was performed; however the product details for the needle were not provided. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Echocardiography was performed because blood pressure decreased, and respiration was shallow. After pulmonary vein isolation (pvi), two and a half hours after the start of the procedure. Drainage was performed. It seemed to have subsided after drainage, and abl was continued. After completion of the procedure, the patient returned to the ward normally. The physician commented that they don't know which catheter/product or when the tamponade occurred but there was nothing unusual about the bwi product. The relationship with the product is unknown. They did not see any abnormalities before or while using the product.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Echocardiography was performed because blood pressure decreased, and respiration was shallow. After pulmonary vein isolation (pvi), two and a half hours after the start of the procedure. Drainage was performed. It seemed to have subsided after drainage, and abl was continued. After completion of the procedure, the patient returned to the ward normally. The physician commented that they don't know which catheter/product or when the tamponade occurred but there was nothing unusual about the bwi product. Physician¿s opinion on the cause of this adverse event is that it was not a bwi product malfunction. Patient outcome from the adverse event was reported as improved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Per the reported event, several tests were performed. Visual analysis revealed no damage or anomalies on the device. A deflection test, screening test, magnetic sensor functionality test, temperature and impedance test, electrical test, force features, coolflow pump test, patency flow tests and irrigation tests were performed and the device performed correctly, no issues were observed. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).